Manufacturer narrative:
Product analysis conclusion; the reported hydrophilic coating issue and subsequent positioning difficulties could not be assessed on the films provided; therefore the cause of the event could not be determined. Procedural angiograms showing the positioning of the device in the patient were not received. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy to identify any anatomical considerations that may have contributed to difficulties with positioning of the device. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis and the results will be summarized in a separate report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: prior to decontamination coating presence was confirmed along the entire length of the delivery system. Device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. There was no deformation observed to the delivery system. The tip capture mechanism advanced and retracted with issue when using the tip capture release handle. There was no damage observed to the spindle the reported issue could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a 50mm thoracic aortic aneurysm. The proximal aortic diameter was noted as 37mm it was reported that during the index procedure, it appeared that the hydrophilic coating was not present on the sheath of the delivery system or did not activate when it was wiped with saline. This issue was not noticed until after the the stent graft was deployed was and the delivery system was removed. Difficulty deploying the proximal bare stents were also reported. When the system was moved upwards, unusual resistance from the inner vessel friction was noted. These difficulties led to the stent graft implanted in a different manner than usual and there was concern of the possibility of cerebral infarction due to thrombus increased by repeatedly pushing and loosening the wire. As per the physician the cause of the the mispositioned/failed deployment of the stent graft was due to the inactivated hydro coating on the delivery sheath or the possibility of something else attached from the patients blood vessels but this was not confirmed. It was also noted that the coating was later tested post procedure and with the coating noted as very weak or inactive. No additional clinical sequalae were provided and the patient is fine.